Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, tube disposed after replacement; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On an unknown date the patient reported that the pej was very hard to flush. On (B)(6) 2017 an x-ray revealed that the pej lay to deep and was knotted. The tube was replaced on (B)(6) 2017. The tube was discarded in endoscopy after replacement.